Event description:
It was reported that during implant attempt, the physician was never able to get r-waves > 2-2.5 mv, despite the lead being placed in several different locations. On the last location, high impedance was also noted. The physician also had a hard time extending the helix. After multiple attempts the helix was tested outside the body, where the physician did not like the extension and how it took 20 turns to extend the helix, and the helix sprang out all at once. The lead was not used and another lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).